Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the flexvision pc was experiencing a startup malfunction. A review of system log files showed that the flexvision pc failed to start. The rse restarted flexvision pc to resolve the issue. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.